Event description:
It was reported that the communicator was smoking and was not connecting. The communicator was unplugged. A boston scientific company representative opted to send the communicator and the cellular adapter. The communicator is no longer in service. No adverse patient effects were reported.